Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin; however, the customer did not remove the air from the cartridge. The customer declined to test blood glucose level; however, there was no reported impact to the customer's blood glucose level. It was confirmed that the customer would load a new cartridge and resume delivery.